Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: under possible adverse effects: implant fracture and loosening due to cement failure has been reported. Malalignment or soft tissue imbalance can place inordinate forces on the components which may cause excessive wear to the patellar or tibial bearing articulating surfaces. Revision surgery may be required to prevent component failure. Miettinen, s., torssonen, s. K., miettinen, h., & soininvaara, t. (2015). Mid-term results of oxford phase 3 unicompartmental knee arthroplasties at a small-volume center. Scandinavian journal of surgery, 1-8. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint number: (B)(4). This report is being submitted late as it has been identified in remediation. Remains implanted.

Event description:
Information was received based on review of a journal article titled, "mid-term results of oxford phase 3 unicompartmental knee arthroplasties (uka) at a small-volume center" this complaint will address: one (1) issue of loose bony bodies removed by arthroscopy. There has been no further information provided and the patient outcome is unknown.